Event description:
The customer reported the nozzle of the evis lucera elite gastrointestinal videoscope was clogging. The customer did not have any information about the foreign material on the scope. There was no delay to precleaning, the air/water nozzle was flushed with air and water, the air/water nozzle was wiped/brushed, and the nozzle was flushed with detergent during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found the play of the up/down knob and bending angle in the up direction did not meet the standard value due to wear of the angle wire, the bending section cover adhesive was chipped, the air/water supply volume did not meet the standard value due to clogging of the nozzle, the image guide protector was chipped, the universal cord was wrinkled, the forceps channel port was shaved, the control unit was discolored, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign material. A root cause cannot be specified. The event can be detected/prevented by following the instructions for use which state: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function; inspection of the water feeding function: keep the air/water valve¿s hole covered with your finger. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.